Manufacturer narrative:
This follow-up report is being filed to relay investigation results and to correct information that was reported in error on a previous medwatch. The investigation determined that the operator selected the incorrect machining programs when manufacturing the component. He manufactured a 32mm liner instead of a 28mm liner. The inner diameter check is not a required check at final inspection; therefore, the error was not identified. The outer diameter, which is checked, is the same for the 28mm and 32 mm liners. This is the only unit from a 12 unit lot that was implanted. The remaining 11 units had not been further distributed. Corrective action has been initiated to address the reported issue.

Event description:
It was reported that patient underwent a total hip arthroplasty on (B)(6) 2014. During the procedure, it was noted the liner was incorrectly labeled. Components the size of the actual liner were utilized to complete the procedure.

Manufacturer narrative:
Current information is insufficient to permit a conclusion as to the cause of the event. Review of device history records show that lot released with no recorded anomaly related to the event.